Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that preparation for a stenting treatment procedure, a 3.0x16mm promus element plus stent box was opened and the foil pouch inside contained a 3.5x28mm promus element plus stent. The procedure was completed with different device. No patient complications were reported and the patient's status is fine.